Event description:
It was reported to philips that the system had shut down on its own and could not boot back up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.